Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the device battery showed 11 months two weeks ago. Reported that they are now seeing explant reached. Data analysis was performed and showed no resets or abnormal faults, but did indicate that the device set elective replacement indicator (eri) due to long charge times during an auto capacitor reform and a reconfirm charge. Device replacement was recommended. No adverse patient effects were reported. The device remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.